Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented in clinic. During interrogation, it was discovered that the right ventricular (rv) lead was exhibiting loss of capture. The physician opted to replace the rv lead, a new lead was successfully implanted. The patient was in stable condition.